Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced erosion into the vagina, constant infections and numerous operations. The patient had constant pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.